Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal/imbedded in myometrium at the uterine fundus. The metallic coils possibly extend into the endometrium. The serosal surface of both fallopian tube fragments is tan-purple, smooth and glistening") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, hypothyroidism, multiple allergies, polycystic ovarian syndrome, parity 3 (essure placed after birth of her third child), multi gravida, nabothian cyst, uterine cyst, right lower quadrant pain, abnormal uterine bleeding and pelvic pain. Previously administered products included: nuvaring. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5039 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total abdominal laparoscopic salpingectomy laparoscopic). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure start and stop date discrepancy, same date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: no dysuria in general but does note some discomfort today with urination. Occasional dyspareunia, position dependent has a physically intense job on her feet. Pain really impacts her ability to work. Not on any hormonal bcm since essure. Can't take estrogen-containing bc bc of resultant htn (tried nuvarng) currently she has cycles that are heavy, she has bleeding for 4 days then will spot for about 12 days. She then has a cycle after about 3 weeks. [Pathology test] on (B)(6) 2023: clinical history: preop diagnosis: pelvic pain. Abnormal uterine bleeding. Medical history: ovarian cyst. Hypothyroidism. H/o seasonal allergies. Pathologic diagnosis uterus, cervix and bilateral fallopian tubes, total laparoscopic abdominal hysterectomy with bilateral salpingectomy: cervix with nabothian cysts and reactive changes. Benign secretory endometrium; myometrium with adenomyosis; uterine serosa; unremarkable; one fallopian tube with benign para tubal cyst and calcifications second fallopian tube; no pathological data. Bilateral fallopian tubes with foreign medical device; gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: iud embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event: "medical device rmoval updated to iud embedded".reporters information, medical history and surgical pathological reports were added. Removal date event onset date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure start and stop date discrepancy, same date (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure start and stop date discrepancy, same date (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.